Event description:
Livanova (B)(4) received a report that, the laboratory results show contamination with mnt chimaera, the device now is isolated.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A complaints database review revealed other previous device contamination complaint submitted by this hospital. According to follow up with the customer,IFU are respected: the device cleaned regularly, no reusable blankets are used, the water quality monitoring is applied and the h2o2 is checked every day, h2o2 is added when the water in the tanks is changed, the disposable water filter is used for tap water, surfaces and water circuits disinfected, prior and after every operation, aerosol collection set is replaced after the allowed use period, device is placed inside the operation theater at nearly 2 meters and with the fan of device is positioned at the opposite of the surgery area. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.